Manufacturer narrative:
Visual examination confirms the inferior tang is broken. The broken piece was not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and river lines, which suggest overload. The direction of plastic deformation suggests possible direction of fracture.

Event description:
It was reported that the tip of the inserter was broken off while the surgeon was inserting the interbody device. The tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.